Event description:
The customer reported that the x2 monitor is not alarming after the fms cable became unplugged. No patient harm was reported.

Manufacturer narrative:
(B)(4). The local biomedical engineer has re-routed the cable to resolve the problem. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.